Manufacturer narrative:
Findings: pump received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. Unit had minor scratched display window, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to water. The customer had a blood glucose level was 234 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.